Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a caller (customer's sister) contacted adc and reported that the customer's adc blood glucose meter was providing what were perceived as inaccurate readings. The caller reported the meter was "reading high and sometimes it is reading low," and that the customer was "rushed to the hospital due to the readings he received on the meter." The caller stated the customer received unspecified medical treatment, but became frustrated and refused to complete troubleshooting or provide further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.